Manufacturer narrative:
Additional information was reported by the product support team. The patient reported that the pod deployed the cannula and the pink slide moved forward; however, the cannula did not insert into the skin. No further information was reported. The complaint does not represent a reportable failure, and no allegation of serious injury or adverse event has been made.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula did not insert into the skin when the pod was activated; this indicates a needle mechanism failure. It was reported that the pink slide did move forward, and the cannula was visible when the pod was removed. The pod was not worn. No impact to the patient's glucose level was reported. No treatment information was reported.